Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had persistent gas loss despite passed the leak test. No harm was reported.

Manufacturer narrative:
Event site name: (B)(6) hospital.upon completion of the investigation into this event a follow up report will be submitted.